Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the customer noticed that the y-connector was pushed past the second barb and bonded. It should only be pushed past the first barb and not bonded. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device; however, inventory samples were evaluated. Tubing was pushed over the first barb, no bonding agent was present, and tubing could be removed without difficulty. The complaint was not confirmed. Terumo will recommend to return customer samples if there are future incidents. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and f/u. (B)(4).